Manufacturer narrative:
The device was not returned for investigation (neither needle nor hub). Pictures of both needle and hub was provided. The reported failure (broken needle) was verified from pictures and it could visually be detected that the needle was deformed (bent) near the hub area. The pictures was to unclear to be used for further investigation. Supplier records for cannula tubing was reviewed and was found to be within specifications. Visual inspection was made on device retention sample and no indication of manufacturing fault was found that could cause needle to breake from hub. Patient was overweight and the needle therefore might have been unable to reach the muscle of the patient, without the doctor needed to exert excessive force onto needle or to twist /adjust the needle in opposite directions in order to reach the muscle. Simulation test was performed on retention sample to simulation the above. Based on the investigation it is highly suspected that the cause of the needle break are due excessive force during insertion in combination with multiple wide angle bending. Although our needles meet (B)(4) bending force requirements, they can break off if they are bent at wide angle multiple times. During normal usage, there is no danger that the needle will break because they are designed to withstand many times of bending within the flexible limit.

Event description:
Shortly after insertion of needle into the patient's hip the needle broke from the hub (connection side). Patient needed operation to get the needle removed.